Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2025.

Event description:
It was reported that the patient experienced discomfort around the battery pocket site and was triggering patient's bursitis. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced and moved to the other side. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.